Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using external devices. Follow up with the pt identified the pt had not used or recharged the ipg for over 6 months. The pt was advised the ipg may have lost the ability to recharge due to the extended recharge interval. The next course of action was undetermined.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.